Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a system upgrade procedure, the physician noted that the right ventricular (rv) lead had not been placed securely and had less slack than expected due to the patient's large right ventricle. During pre-discharge device check, the newly placed rv lead exhibited an increased threshold and decreased r-waves. An x-ray revealed that the lead had dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.